Manufacturer narrative:
According to the customer, the mattress is "no longer alternating pressure" and due to this issue, the individual is "developing bed sores". No additional details are available related to the customer reported issue. Despite multiple good faith efforts to obtain additional information, the customer contact was unable or unwilling to provide further incident details to the manufacturer. No additional information is available. It has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, the mattress is "no longer alternating pressure" and due to this issue, the individual is "developing bed sores".